Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the company representative. The patient's diagnosis for use for the infusion system was severe general spasticity. The cause of the motor stall was not determined and had not recovered prior to explant. There were no reports of magnetic resonance imaging (MRI) or electrical magnetic interference (emi). There were no messages upon interrogation.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving intrathecal baclofen (concentration 2000mcg/ml; dose 1100mcg/day; lot unknown) via an implantable infusion pump. Indication for use was not provided. The concomitant medications and medical history were not obtainable. During pump interrogation on (B)(6) 2016 a pump motor stall message was seen on the clinician programmer. A critical pump alarm was sounding. A bolus of minimal drug was delivered in order to restart the motor. Once the bolus was given, the pump was again interrogated and the motor stall message was again seen. The patient was experiencing return of spasticity symptoms. The event occurred during normal use and the pump was replaced on (B)(6) 2016. The issue was resolved and at the time of the report the patient's status was reported as alive-no injury. The implant date of (B)(6) 2011 was reported as approximate. Additional information was requested for information that had not been provided including the cause of the stall, recovery, indication for use of the implanted system, and the return status of the pump. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.